Event description:
It was reported the epg (external pulse generator) would not pace or sense when in the ventricular mode. The epg was returned for evaluation and repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis confirmed the reported event. No ventricle output. The output flex is damaged (creased) and is open at ventricle 3 pin connector. Ventricle output connector is loose in the case and there is no rtv (room temperature vulcanizing) sealant. Battery contacts are scratched up. Piece of plastic bag found in the device. Pcb (printed circuit board) screw is loose. Heart lead o-ring is missing. Battery flex is routed incorrectly. It is noted the damage to the device is due to a non medtronic person disassembling and reassembling the device. Upper case is broken (major damage) and contaminated. Lower case is broken, contaminated, and corroded. Battery release and heart block are contaminated. Both bail covers, lead flex o-ring, one case screw, both bails, and battery o-ring are missing. Ring cover is broken and contaminated. Lead flex cover is corroded. Pcb screw is missing. Battery contacts are compressed, patinated, and major scratches. The ring is bent. Battery drawer is broken and contaminated. Serial number label is damaged.